Event description:
It was reported a 6f angio-seal sts vascular closure device wasused to seal the arteriotomy site post cardiac catheterization. The pt later developed an infection at the puncture site in the groin area.